Manufacturer narrative:
Visual inspection revealed no anomalies. Functional testing confirmed pressure dropped during leak testing. Water was pushed through the catheter luer lock toward the tip using a syringe and came out through the luer hemo hub joint to the handle. Review of the device history records confirmed the device met manufacturing specifications prior to shipment.

Event description:
It was reported during an ablation procedure, there was leakage around the catheter handle and tubing set connection. The tip of the catheter could not receive enough irrigation and the catheter could not reach an effective rf power level. Fluid leaking around the handle and tubing set was noted. The case was completed using a standard ablation catheter (8mm) from boston scientific. There were no consequences to the patient. Additional information was requested and is not available.